Manufacturer narrative:
The final analysis of the pump revealed no anomaly found.

Manufacturer narrative:
The initial printout of the pump revealed that the battery was not depleted; no battery anomaly was noted.

Event description:
A volume discrepancy was reported, the actual residual volume (arv) was greater than the expected residual volume (erv): arv: 39, erv: 4.5. This was the first refill following implant. It was noted that following the pump implant patient came in for a refill on 2011 (B)(6) and the healthcare provider (hcp) extracted 39ml out of the 40ml pump. Lioresal 500mcg/ml was in the pump from the initial implant. The pump was titrated to 400mcg/day and should have had about 1.5ml left. A low reservoir alarm occurred on 2011 (B)(6) and there were no other alarms. The patient never reported feeling a change in therapy and had not had withdrawal symptoms; hcp had started the patient on oral baclofen. It was later reported that the pump was explanted. It was stated that during the refill 40ml was aspirated; "hcp removed 40ml of drug both times the pump was emptied even though the reservoir volume was showing something else". Patient never had relief with the pump. No fluoroscopy device tests were done. Physician could aspirate the catheter and hence the catheter was left in and the pump was replaced. Battery depletion was also noted. No fluoroscopy was done. Patient sustained no injury; recovered without sequel.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2011 (B)(6), expalnted: unk. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.